Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.

Event description:
It was reported that the patient is experiencing pain at the ipg site. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the ipg was explanted and replaced to address the issue.